Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was getting the scope communication error (b30). The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support via phone. Olympus technical assistance support provided remote troubleshooting and the customer reported b30 scope communication errors occurring across two towers and three scopes. Olympus technical assistance support advised proper power-cycling of both the cv-190 and clv-190 before connecting or disconnecting scopes to allow the error to reset. When a fourth scope was tested, no error was observed, suggesting the issue was not systemic. Due to time constraints, the customer was unable to perform further troubleshooting. Olympus technical assistance support explained that simultaneous failure of multiple towers and scopes is unlikely and reinforced correct operating practices. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.